Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and the information provided by the customer, there is insufficient evidence to determine whether the cautery pin detachment was caused by the physician's technique during the procedure or by a device malfunction. Therefore, "cause not established" has been identified as the most probable cause of this event. In the absence of a proper device evaluation, the contributing factors to the event cannot be determined. Additionally, the product record review did not identify any product quality issues or indications of new patient harm. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a captivator snare was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2026. It was reported that during the procedure, the cautery has problem. The procedure was completed with another captivator snare device. There were no patient complications reported as a result of this event.